Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device's bi-phasic bridge capacitor was returned. The reported malfunction was attributed to the bi-phasic bridge capacitor. The customer received a replacement bi-phasic bridge capacitor to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.